Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was unable to power on. The programmer turned on properly during the incoming inspection. It was noted that the power supply suddenly stopped working during the software update. Also, the software was unable to update to the latest version due to a non-functional micro processor unit (mpu) and a hard disk drive (hdd). Additionally, the upper bullet covers were broken, the stylus was missing, and the cooling fan was noisy. The power supply, mpu board, and hdd were replaced, and the software was reinstalled and updated to the latest version. The programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer was unable to power on. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.